Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a blockage alarm. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that a blockage alarm had occurred. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event history found there was a record of the high-pressure alarm, confirming defective downstream occlusion (dso) sensor. Functional tests were performed. The occlusion detection level of the downstream occlusion (dso) sensor was without the standard. Replaced the downstream sensor. Performed all function tests and all passed.